Event description:
It was reported the duodenovideoscope forceps wire is cut off. The issue occurred during preparation for use for an unspecified procedure. The diagnostic procedure was completed with a similar device and there were no reports of patient harm or delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported broken/frayed forceps elevator wire was determined to be the result of fatigue caused by repetitive lifting of the forceps; the elevator wire became frayed due to repeated brushing and cleaning around the forceps lifting base and repeated attachment/detachment of the tip cover. The event may be detected/prevented by the instructions for use (IFU) section below: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.